Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic herniorrhaphy procedure, the staples did not form properly and the instrument tip broke off. The surgeon applied another device without pt.